Event description:
The customer reported the system's vertical lift failed to operate. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 10a 24v fuse was replaced and the nuts lubricated. The system was then found to be operating as intended.